Manufacturer narrative:
(B)(4). Insulin pump passed the self test and displacement test. The power management tool confirmed pump error detected alarms were triggered when backup battery loaded voltage was less than 3.5 volts for 4 consecutive hours due to resistance issue at connector. Insulin pump also alarmed low battery alarm due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on electrical board, pump was monitored and functioned properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had shorter battery time. The customer's blood glucose value was unknown at the time of incident. The insulin pump will be returned for analysis.